Event description:
It was reported that the implantable neurostimulator was affecting the nerves and the patient¿s healthcare provider cauterized several nerves at the end of 2012. Additional information has been requested but was not available as of the date of this report. See MFR. Report #3004209178-2013-04862 for additional information about the device system.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).